Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection, functional testing, electrical testing, simulated therapy and a review of the event history logs were performed. During evaluation the device was found to be noisy which was determined to be the reported problem. The cause of the problem was a faulty pump. To correct the condition the pump was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.